Event description:
Unable to retract jacket, jacket broke. It was reported that upon retraction of the jacket, there weas significant resistance noted. Pressure was applied and the lock separated from the jacket. The entire device was removed without difficulty from the pt and another graft was successfully implanted.